Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging polycythemia. The patient is prescribed to take 81mg aspirin once a day and was suggested to donate blood routinely. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this devicewas a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or seriousinjury and is not in scope of res (B)(4). Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The manufacturer received information alleging polycythemia. There was no report of patient harm or injury. The device was returned to the manufacturer's service centre for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The sections b1, b2, d9, h1, h2, h3 and h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.